Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited no capture. A chest x-ray was performed which noted lead dislodgement. The lead was disabled on (B)(6) 2018. On (B)(6) 2018, the lead was explanted. Two replacement leads were attempted to be implanted but were unsuccessful due to the patient's anatomy. The patient was stable.